Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 12:30 am, the patient's wife noticed he was lethargic, soaking wet, and unconscious. She administered one glucagon shot after seeing his dexcom reading had dropped to 43 mg/dl. No description of the alert behavior of the receiver during the urgent low estimated glucose value (egv) was documented. The wife confirmed there was no fingerstick as she did not have enough time. She was about to call the paramedics but decided to give the glucagon a shot first. When his dexcom reading was at 44 mg/dl (no fingerstick for comparison), she decided to give him two more shots of 1 mg per vial from the lilly glucagon emergency kit and another 1 mg/vial fresenius kabi shot. He responded slightly when his wife was about to call the paramedics. She then gave him another 15 mg glucose tube. Dexcom reading was 55 mg/dl (still no fingerstick for comparison), and he was waking up and coming out of the coma. Afterwards, his wife gave him some pineapple jam and cashew butter to ensure he was okay. She said it took her about an hour to get him out of the diabetic coma. She also confirmed there were no bg comparisons as she did not have enough time. There was no intervention from the paramedics since the patient had already gained consciousness. On (B)(6) 2025, the patient was able to make a comparison via fingerstick. Bg meter showed 224 mg/dl and dexcom showed 272 mg/dl. No documentation of symptoms or treatment for hyperglycemia the day after the hypoglycemic coma. The patient was doing okay and in his best condition during the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the a zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.